Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed all channels affected. There was no report of accident or trauma.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. Additionally, a temporary ear infection is reported. After medical treatment, when the ear infection was cleared the patient had good responses with the device. However, no available information points to the device being the source of the observed infection, as a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process.

Event description:
In (B)(6) 2017 in situ testing showed some affected channels; 3 channels had high impedance and were disabled. A few days after, the patient was diagnosed with an ear infection and prescribed antibiotics. The patient likely had the ear infection when the in situ measurements were performed a few days prior; no tympanotomy or otoscopy had been performed at that appointment. In february, after antibiotic treatment was finished, the patient was tested in the sound field and good responses with the device were noted. No in situ measurements were made. The patient was re-implanted.